Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2022 and suture was used. The suture came out from the needle, but removed easily without additional intervention. There were no adverse patient consequences. No further information was provided.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested, but unavailable: when was the suture came out from the needle (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify. Photo analysis summary: this is an analysis of a photo submitted to ethicon for evaluation. The photo shows an empty winding former and an apparently detached needle (distorted of the original curve) the needle was noted with marks that appears to be by surgical instrument. Unfortunately, the photo does not provide enough evidence to determine the root cause. No conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. (B)(4). A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified. Related events captured via 2210968-2023-00054.